Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and a stent strut was lifted. The device was removed and after extensive pre-dilatation, the procedure was completed with another 3.00 x 16 synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.